Event description:
Pt revised to address loosening, osteolysis and polyethylene wear.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. Although unavailable for eval, it would not be unreasonable to expect some degree of poly material wear after approx nine years of implantation. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion can be received, the investigation will be re-opened.